Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had an MRI of the head several weeks ago and that they told the technicians doing the scan they had an implant but they told the patient that it was "just of the head" and the patient stated they just did the scan without activating MRI mode. The patient stated they didn't know about MRI mode and that the tech told them they didn't need to worry about anything. The patient stated their symptoms might have started occurring around the time after they had the MRI scan, though they weren't sure as they were almost 83 years old and had a "mild memory". They stated they were like niagara falls and that they didn't think it has been working in the past 2-3 weeks, "maybe a little longer." The patient stated they felt a "fluttering" when they were in certain positions (sitting in a chair or standing). Patient services was able to review MRI considerations and MRI mode with the patient and redirected them to their managing health care provider (hcp) to check their implanted system. On the call, the patient also increased their stimulation. They also stated confusing information, that when they first connected they thought their settings (1.9 ma on program 3) were lower than they had been before. The patient stated they thought they'd been up to 3.0 ma or so. The patient then increased to 2.4 ma and said the stimulation was aggravating them so they backed it down to 1.9 ma and stated "that's right. That's what I had it at before,' and that nothing was changed with their settings, which was contradictory to what they previously stated. Patient services reviewed to increase slightly more than what the therapy had been initially set at if they wanted to see a change in their symptoms so the patient increased the stimulation up to 2.3 ma and they confirmed it was comfortable. The patient stated they were going to monitor their symptoms now that they'd made a change and follow up with their hcp about their concerns regarding the device and symptoms. Patient services wanted to note that the patient stated they had trouble using the external equipment because they had a bad rotator cuff on one side and a dislocated shoulder on the other side and that it just took them longer. The external devices were functioning as intended. Additional information was received from the patient. The patient called back to inquire about compatibility for an ultrasound of their kidneys that they were having tomorrow ((B)(6) 2022). The patient stated they tried to read the "book" but they couldn't "translate" what it said. Patient services reviewed considerations and the patient asked for assistance in turning the therapy off. They stated they might as well turn the therapy off now, because it still wasn't working that great and that they were still having to go through a number of pads. The patient mentioned not always feeling the fluttering but that they could always feel the fluttering when they would sit down. The patient indicated they were feeling it currently while on the call. The patient then turned the therapy off. The patient stated they may call for assistance with turning their therapy back on after the ultrasound and to potentially change their setting. Patient services also redirected the patient to follow up with their hcp about their concerns regarding their symptoms and the device. They reiterated they were still concerned about how their previous activities could have impacted the device/therapy as was previously mentioned during their last call.

Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.